Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumours and avms. Btg medical assessment: liver abscess occurred 2 months after tace of an hcc by dc bead and gelpart (collagen embolic agent). In this case, embolization was performed via the hepatic artery but also via parasitic feeders occurring from another vessel. Abscess is an infection of the liver that may occurred in the ischemic area, the contamination could be by arterial route, or by blood. Given this, liver abscess it to be considered to have been caused by embolization. Bacterial identification of the infection is not known. Also, it is unknown if drainage was needed or other interventional procedure needed? (Report only states patient received treatment and was placed on observation). Patient was reported to be recovering from the event. There was no device failure or malfunction. There is insufficient information provided to make an accurate assessment regarding the serious/non-seriousness of this case and therefore the worst case scenario has been considered and btg is reporting this case with caution. Assessment summary: liver abscess. Grade - not documented; serious; related to device/possibly related to gelpart (collagen embolic agent). Liver abscess is an anticipated adverse event associated with tace and is documented in the IFU/risk management documentation dc bead used with gelpart is considered off-label use of the device. No batch review was possible for this case, as the lot number could not be ascertained. No product malfunction/deficiency has been identified. No corrective/preventative action has been identified. Follow up information was requested regarding the patient treatment performed and also product batch number, but as yet, has not been received. Should we receive any information to enable further investigations, this case will be reopened and reassessed. At this time this report is considered final.

Event description:
On (B)(6) 2019: tace was performed using dc beads (100/vial, once a day). On (B)(6) 2019: the patient experienced liver abscess. Two months after tace, liver abscess was confirmed on the image findings. The patient received treatment and was placed on observation. On (B)(6) 2019: the patient was recovering from the liver abscess. Physician comments: physician's comments as below: in cases of hepatocellular carcinoma, embolization is performed only via hepatic artery access. However, in this case, embolization via collateral circulation was also performed due to the giant cell tumour. Given this, liver abscess was considered to have been caused by excessive embolization. Alternative causes other than dc beads of liver abscess: gelpart (collagen embolic agent). Physician assessed the event: ae: causality / seriousness (physician), liver abscess: probably related / non serious, concomitant disease: unknown, past medical history: unknown, concomitant drugs: gelpart (collagen embolic agent).

Event description:
Additional information received on jul/03/2019: date unknown: drainage was performed as a common approach for liver abscess (and not for prophylaxis against a certain symptom) on an inpatient basis. Ae: causality / seriousness (physician). Liver abscess: probably related / serious. Concomitant disease: unknown. Past medical history: unknown . Concomitant drugs: gelpart (collagen embolic agent).

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumours and avms. Dc bead used with gelpart (collagen embolic agent) is considered off-label use of the device. Btg follow up medical assessment: updated: 04-jul-2019. Liver abscess occurred 2 months after tace of an hcc by dc bead and gelpart (collagen embolic agent). In this case, embolization was performed via the hepatic artery but also via parasitic feeders occurring from another vessel. Abscess is an infection that of the liver that may occurred in ischemic area, the contamination could be by arterial route, or by blood given this, liver abscess it to be considered to have been caused by embolization. Bacterial identification of the infection is not known. Radiological drainage of the abscess was performed. Patient recovered from the event. There was no device failure or malfunction. There is no documentation provided that helps to classify the event as serious or non-serious. The worst scenario is therefore considered. Liver abscess: severity grade unknown; related to device and gelpart (collagen embolic agent); anticipated adverse event; serious; off-label use. No batch review was possible for this case, as the lot number could not be ascertained. No product malfunction/deficiency has been identified. No corrective/preventative action has been identified. Should we receive any information to enable further investigations, this case will be reopened and reassessed. At this time this report is considered final.